Event description:
The spouse of the patient reported that they believe the patient needs an MRI of the brain/head to see what was causing the patient's mini-strokes and seizures since (B)(6) 2015. It was stated that the patient has already had a cat scan, eeg, and "other things like that" to see what was going on, but they think that an MRI will be necessary. The caller then mentioned that the patient was diagnosed with throat cancer, and that they have no reason why the patient got throat cancer because they weren't a smoker or anything like that. A biopsy was taken of the cancer and they were told it was treatable with a 95% cure rate, and that surgery was not recommended for patients over (B)(6) years old with swallowing or speech problems so the patient started on radiation treatment every day for 6 weeks. During radiation the implant was not turned off, and the caller stated that they read in some scientific journal that it should be turned off. After the radiation therapy treatments, or maybe halfway through is when the patient started having the mini-seizures/strokes which they had never had before. It was suspected that the strokes/seizures were due to low blood pressure, and were not like petite mal seizures where you fall down, but more like a mini stroke that the patient gets when they are sitting down. The caller wasn't sure but believes the mini strokes/seizures were caused by the device being on. An appointment with the healthcare provider (hcp) was scheduled in a couple of months past date notified, but the patient is going to move it up sooner. The manufacturer representative (rep) was at the first radiation treatment only and told the patient that the implant would not cause problems with the treatment. The patient has advanced parkinson's and used to have a lot of head bobbing that bothered them a lot but the device helped and worked perfectly to treat that. Additional information received from the healthcare provider (hcp) on (B)(6) reported that the neck CT showed the left base of the tongue enhancing mass is no longer visualized, and that there was no evidence of recurrent disease. There was also a significant decrease in size of left level and enlarged cystic necrotic lymph node is now low density, measuring 7x8mm. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.